Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using hemostar hemodialysis catheter. During flushing, it was noted that the introducer needle had broken, which prevented fluid from being extracted. It was further reported that the introducer needle could not be flushed. The procedure was completed by another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using hemostar hemodialysis catheter. During flushing, it was noted that the introducer needle had broken, which prevented fluid from being extracted. It was further reported that the introducer needle could not be flushed. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows partial view of a clinician holding the syringe which was attached with the introducer needle. Then the clinician was seen to attempt to withdraw the liquid with the needle into the syringe barrel, but syringe barrel was not fully loaded with liquid was seen. No visible crack was noted in the needle due to the poor quality of the video. Therefore, the investigation is confirmed for the reported suction problem issue, and the investigation is inconclusive for the reported fracture issue as no visible crack was noted in the needle due to the poor quality of the video and the investigation is inconclusive for the reported difficult to flash as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.